Manufacturer narrative:
Review of the pcr curves show true amplification for both targets for both patient samples. Note that the repeat run for patient 1 was not found in the provided dataset. Although a root cause cannot be identified, the data shows true amplification for the positive results, therefore, no systemic product problem with the reagent or hardware was identified. Although the customer and data showed that the runs between the two positive runs were negative, the customer not changing gloves between samples may have caused contamination.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for two patients while using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas liat system. Patient 1: the alleged sample initially generated a positive result for sars-cov-2 and influenza a on cobas liat. The same sample was retested on a separate cobas liat analyzer and generated a positive result for sars-cov-2 only. To date, only the initial test result was reported out. Patient 2: the alleged sample initially generated a positive result for sars-cov-2 and influenza a on cobas liat. The same sample was retested 3 times on the same and a separate cobas liat analyzer. All three retests generated a negative result for all targets. To date, no results were reported out. Both patients' samples were sent to a reference lab for further testing but the results were not provided. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 2 mdrs will be filed.